Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass (cpb), on two occasions, air was detected by the sorin perfusion system, and the pump stopped. Visible air was seen in the arterial line, and cpb was paused until the air was removed by the clinical team. No known impact or consequence to pt. Product was not changed out. Surgery was completed successfully.